Event description:
It was reported that the patient presented for a regular follow-up appointment, but this subcutaneous implantable defibrillator (s-ICD) device was unable to be interrogated. It is unknown if the physician suspected a prematurely depleting battery. The patient was instructed to present to the hospital for continued monitoring prior to a device replacement procedure, but this has not yet occurred. At this time, the device remains implanted and no adverse patient effects were reported.

Event description:
It was reported that the patient presented for a regular follow-up appointment, but this subcutaneous implantable defibrillator (s-ICD) device was unable to be interrogated. The physician suspected the device battery to be prematurely depleting. The s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse effects were reported.

Event description:
It was reported that the patient presented for a regular follow-up appointment, but this subcutaneous implantable defibrillator (s-ICD) device was unable to be interrogated. The physician suspected the device battery to be prematurely depleting. The s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.